Event description:
During index procedure, the physician used one mo.ma ultra cerebral protection device and an unknown stent to treat the left ica-cca. On the same day the patient suffered transient cerebral ischemia. Investigator has assessed that the event was not related to the device but related to the procedure. The patient recovered.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).